Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that there was abnormal wear of the green defibrillation connector. Remote support from the customer care solution center was received, during which it was determined that this was a malfunction of the dfm100 assy therapy receptacle. The customer ordered a replacement dfm100 assy therapy receptacle to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the dfm100 assy therapy receptacle. The reported problem was confirmed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.